Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experience continuous elevated and low bg (35-unknown). Correction bolus was administered to address elevated bg and juice was consumed to address low bg. Customer did not know cause of event. Upon follow up, tandem clinical diabetes specialist reported customer cancelled their meeting and had reverted to using an alternate pump for insulin therapy.